Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asewf042 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that upon opening the non-coring needle , noted the safety cap retracted. No other information was provided.

Event description:
It was reported that upon opening the non-coring needle , noted the safety cap retracted. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of premature activation of the safety mechanism was inconclusive due to the condition of the returned sample. The product returned for evaluation was one 22ga x 0.75¿ safestep safety infusion set. The sample was received with its original opened packaging. The sample appeared free of obvious use residues. The safety mechanism was engaged and completely covered the needle tip. The sample appeared unremarkable. Microscopic inspection of the sample did not reveal any damage or defect. Deactivation and reactivation of the safety mechanism was successful and unremarkable. The sample was received with the safety mechanism engaged; however, the opened state of the packaging prevented determination of the state of the sample upon receipt by the complainant. Consequently this complaint is inconclusive at this time.